Manufacturer narrative:
It has been confirmed by vyaire that the actual device used on the patient is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding the situation reported with the device. If a sample representative sample device or any additional information becomes available a follow up emdr will be submitted. (B)(4).

Event description:
Customer reported that the excess condensation caused projectile into nurses eye. "Splash to the clinician occurred when the cap was removed from the expiratory pressure port".